Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product sold in the USA with a 510(k) of k983112. Method: the inspiratory tube of the complaint rt105 adult breathing circuit was returned to fph in (B)(4) for inspection. The electrical resistance of the inspiratory heater wire was tested using a mulitmeter. A continuity test was used to locate the break in the heater wire. Results: no physical damage was noted to the returned inspiratory tube. Electrical resistance test revealed that the heater wire was open circuit, confirming the reported fault. A wire break was located between the heater wire and heater wire pin inside the moulded plug. A lot check revealed no other complaints of this nature for lot number 111114. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt105 adult inspiratory-heated breathing circuit was not heating up. This was noticed during use on a patient. No patient consequence was reported.